Event description:
It was reported that chronic high capture threshold values had been observed on the right ventricular lead. The lead was capped and replaced during a device changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.